Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation. The balloon was removed from the patient's body and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.